Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the customer had been unsure of which drawer had problems. Failures were identified using the medication profile and reminders report and test applications. Multiple drawers at wwc_main reported failures, including full-height and half-height cubies, as well as a matrix drawer. Most drawers had user-initiated failures or failed-to-open errors, with small amounts of debris found on top of trays, which potentially obstructed functionality. A field service engineer (fse) verified the functionality of each drawer using the hardware test application and confirmed it through escort inventory checks. Debris was noted and likely cleared during the process. All drawers were confirmed operational after testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device not detected on bus. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.